Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak (loss of fluid column) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the steerable guide catheter leak. It was reported that during preparation, the steerable guide catheter (sgc) lost fluid column. The device was not used, there was no patient involvement. A new sgc was used to complete the procedure. There was no clinically significant delay to the intended procedure. No additional information was provided.